Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer is experiencing high blood glucose levels (515mg/dl). Customer changed out insulin, cartridge, and infusion set to stabliize her blood glucose levels.